Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. A closure device was positioned and deployed in the laa. This device did not meet release criteria and needed to be fully recaptured. The was become slightly kinked after this device recapture. The slight kink was located outside of the patients body. A second device was prepared and positioned in the laa using this was. The second device was deployed in the laa and met release criteria. The procedure was completed and there were no patient complications that were reported.